Event description:
Sorin group (B)(4) received a report that, towards the end of the procedure, the s5 roller pump displayed an error message. The pump was power cycled and the case was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, towards the end of the procedure, the s5 roller pump displayed an error message. The pump was power cycled and the case was completed without further issues. There was no report of pt injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.